Event description:
It was reported that when the device was used during a gastrectomy procedure, two rows of the staple lines would not form at all, but cut. Opened another device to complete the case without consequence to pt.